Event description:
Customer reported the overhead counterpoise system was tilted. No injury occurred.

Manufacturer narrative:
Medrad has not completed the evaluation on the returned product. Once medrad has completed the failure analysis, a follow-up report will be sent.